Manufacturer narrative:
Based on the information available at this time, the specific complaint file covered by this investigation does not warrant CAPA escalation individually. If new information is received, the need for corrective action will be reassessed. Device complaints will be monitored through tracking and trending and escalated to CAPA when appropriate.

Event description:
It was reported that the patient had blood infection. Since there was a concern about it getting to the heart the decision was made to explant the system as a proactive measure to insure it didn¿t spread to his heart. The patient was stable. Patient will be coming back at a later date for a new system. Related manufacturer reference number: 2938836-2020-01785.